Event description:
It was reported an alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due to zero milliliter reservoir volume reached. The patient was in the hospital due to medical issues not related to the pump therapy. The patient¿s refill alarm date was (B)(6) 2015 and the patient was not able to have the pump filled until (B)(6) 2015. The patient did not report withdrawal, just a mild increase in pain. It was further reported the patient was feeling fine. The pump was being used to deliver dilaudid. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# n258704003, implanted: (B)(6) 2010, product type: catheter. (B)(4).